Event description:
It was additionally reported that the lead had an isolated jump in rv pacing impedance. The pacing impedance had otherwise been stable at in the 1500 ohms range.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071-53 lead, (B)(6) 2008; 4592-45 lead, (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular lead impedance has steadily risen and is now high. The lead remains in use. No patient complications have been reported as a result of this event.